Event description:
It was reported patient experienced an intra-operative bone fracture during implantation of the femoral stem during an initial left hip arthroplasty. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI#: (B)(4). The event was confirmed with operative notes received. Initial op notes demonstrated that the patient had tha due to osteoarthritis. Final stem impacted into place and noted small nondisplaced fracture of medial calcar. All miles cable placed to prevent propagation. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 h6: proposed component (annex g) code is mechanical (g04) - stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: nondisplaced medial calcar fracture inserting final stem. Femoral canal broached to sz12 with good fit and rotational control. Final stem impacted into place and noted small nondisplaced fracture of medial calcar. Dall miles cable placed to prevent propagation. The additional information does not change the outcome of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10: 010000997 g7 screw 6.5mm x 20mm 6340062, 010000997 g7 screw 6.5mm x 20mm 6361876.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Concomitant medical products: item number: 10010244, item name: g7 osseoti 3 hole shell 52mm e, lot #: 6382203; item number: 010000849, item name: g7 neutral e1 liner 32mm e, lot #: 6384413; item number: 12-115115, item name: cer bioloxd mod hd 32mm std nk, lot #: 2958648; item number: 010000998, item name: g7 screw 6.5mm x 25mm, lot #: 6396842. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient experienced an intra-operative bone fracture during implantation of the femoral stem during an initial left hip arthroplasty. In order to complete the case a metaphyseal cable was placed. Patient is currently experiencing moderate lateral thigh and buttock pain at all times. Attempts have been made and no additional information is available at this time.